Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was over 600 mg/dl. Customer reported replace battery alarm, they were able to reset but screen did not came back, and issue was not resolve even after inserting new battery. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.